Event description:
Per the clinic, the patient experienced poor magnet retention and subsequently was treated with injectable steroids (date not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia (date not reported). This report is submitted on february 03, 2023.